Event description:
The graft was implanted on 7/29/83 for an aortic abdominal bilateral iliac artery aneurysm procedure. It was partially explanted on 10/24/97 due to a false aneurysm indicated by a pulsatile mass in the right groin. This was confirmed to be 4cm in diameter as confirmed by ultrasound and aortography. The patient tolerated the procedure well.

Manufacturer narrative:
The doctor's name has been corrected.